Manufacturer narrative:
It was reported that the hl20 pump displayed the error message"beltslip" followed by ther error message: ¿direct¿. The event occurred during a routine check. No harm to any person was reported. According to the hl20 service manual the error message "direct" leads to a pump stop and indicates that the pump has turned (1/4 turn) in the wrong direction. According to the instructions for use hl 20 version 02 in chapter 8.1.2 technical alarms the error message: "beltslip" does not lead to a pump stop. This alarm only indicates to the user that the pump speed is smaller than 90% of the motor speed. A getinge field service technician (fst) was sent for investigation and repair on 2025-08-30. The optical tacho board and the motor control board were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The affected parts were not made available for further investigation at the manufacturer. However the reported failures were already investigated by the getinge life cycle engineering on 2020-04-01 in a similar case. The most probable root cause was determined as a defect sensor on the optical tacho board. It could not generate a signal with the information about the speed/direction of rotation of the pump head, resulting in various possible failures including "beltslip" and "direct". The review of the non-conformities has been performed on 2025-09-08 for the period of 2017-08-31 to 2025-08-23. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2017-08-31. In addition a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failures "error message direct and beltslip" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: this event occurred on the indian market. It is a significantly similar device to "base unit hl 20¿ which is sold in the USA under premarket submission number: k943803. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hl 20 with catalog number: 701043262.

Event description:
The event occurred in india during routine check. It was reported that the hl20 pump displayed the error messages "beltslip" and ¿direct¿. No harm to any person was reported. The error message ¿direct¿ can cause an unintentional pump stop. Therefore, a report is required. Complaint ID: (B)(4).